Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they were having pain due to 3 pinched nerves and the representative programmed it so it went down the left side of their leg into their knee which relieved some of the pain. Patient said now the stim is shutting off by itself, turning on by itself and changing programs on its own. Pt stated they spoke to their rep but were redirected back to pats. Patient service asked patient to connect with the controller and patient verified they did not have adaptive stim turned on. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the cause of the implant turning off is undetermined. The patient stated that they removed 2 programs that weren't in use, and are starting a journal to track the problem if it happens again. The issue has not yet been resolved. They stated that a manufacturing representative (rep) is working on it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
They were not sure of the notified date, but they were sure that they did not speak to the patient in the 1st week of april. They instructed him to call patient services with all the issues with the controller. They never met with this patient and were not sure how they got their number. They were unaware of the cause of the therapy turning itself on/off. Rep was unaware of what actions and interventions took place as they see a doctor outside their territory. They are unaware if the issue has been resolved. And it was unknown if it had been confirmed with a physician or not. Rep confirmed above information that he or any other rep met with this patient in the april time frame.